Manufacturer narrative:
Gtin for model 2426-0500, lot 16107026 is 07613203020992. The customer¿s report of lr infusing faster than the programmed rate was not confirmed. The additional report of difficulty closing the pump module door with the set loaded was not confirmed. Visual inspection of the set revealed no damages or any issues. Inspection of the check valve under magnification showed that its silicone membrane was centered. Functional testing of the primary set resulted in no backflow of fluid past the check valve component. No devices were received for investigation. The root cause of the reported event was not identified.

Event description:
The customer reported that the pump was administering lr faster than the programmed rate when the patient arrived from pacu, stating "patient effectively received 300ml bolus." There was no report of patient harm and no other details have been provided. The facility biomed evaluated the product and reported that the upper fitment would not stay in place and repeatedly jammed in the door. They tried a new IV set in the module and the components fit properly. They tried the suspect IV set in a different module and had the same problem.

Manufacturer narrative:
As requested by the customer since no issues were noted with the received reported suspect set, an analysis of the provided logs was performed. The reported event date and time was (B)(6) 2016 at 6:02pm. An analysis of the provided device logs (pcu and pump module) did not show any relevant information as the reported event date and time no longer show up in the logs.